Manufacturer narrative:
The baxter technician found the intellidrive handles needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pm will minimize downtime due to excessive wear. Perform throttle checks. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed in the previous 12 months. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the intellidrive handles to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that progressa frame was moving by itself. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.